Manufacturer narrative:
The reported failure of the trilogy evo machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have "ventilator inoperative" showing on the screen. The device is due for preventative maintenance. There was no patient involvement, and no harm or injury reported. It was reported when the device was received at the service center, the device failed data wipe. Device evaluation has not yet been completed. The identification of the ventilator inoperative condition has not yet been made. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. A follow-up report will be submitted when the manufacturer's investigation has been completed.